Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their cannula is stuck and the connector cap is stuck to the reservoir. The customer did not receive a no delivery alarm. The customer's blood glucose reading was 527 mg/dl at the time of incident. The customer indicated that he is reporting the incident only.